Event description:
Per the info provided to co by the physician's office, the device was removed due to a "hole in [the] reservoir. As reported to co, the entire device was removed and replaced with another model prosthesis, produced by the same MFR.